Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra 2 meter was reading inaccurately high, compared to another meter (freestyle). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial call. The patient reported that the meter issue began 2 months prior to her contacting lfs, alleging that she obtained an inaccurately high blood glucose reading of ¿223 mg/dl¿ with the subject meter compared to ¿155 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using insulin (self-adjuster) and in response to the alleged inaccuracy she took an extra 2 units of insulin. The patient alleges that she developed symptoms of ¿blurred eyes, stomach sickness and dizzy¿, that she related to haven taken too much insulin, after the meter inaccuracy (time unknown). There is no evidence of the patient requiring any medical treatment, in response to the symptoms. On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra 2 meter was reading inaccurately high, compared to another meter (freestyle). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial call. The patient reported that the meter issue began 2 months prior to her contacting lfs, alleging that she obtained an inaccurately high blood glucose reading of ¿223 mg/dl¿ with the subject meter compared to ¿155 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using insulin (self-adjuster) and in response to the alleged inaccuracy she took an extra 2 units of insulin. The patient alleges that she developed symptoms of ¿blurred eyes, stomach sickness and dizzy¿, that she related to haven taken too much insulin, after the meter inaccuracy (time unknown). There is no evidence of the patient requiring any medical treatment, in response to the symptoms.